Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. There was no known impact to the customer's blood glucose. Customer confirmed that the health care provider would be contacted to obtain an alternate method of insulin delivery. Customer declined further follow up from tandem technical support.